Event description:
Per communication from home health m reporting prior infusion on (B)(6) 2025 they had problems with the needle set. One of the sites was leaking even though it was not dislodged. Then after resuming the infusion in just one site the second needle stopped working. M confirmed it was not locked but the medication would not pass through. There was 5ml of the infusion remaining that was missed. No adverse effects reported from faulty needle set. The provider has been contacted and notified about this unknown if faulty need set is available for return. No further information, details or dates available. Product lot number is unknown. Ref report: mw5167938.